Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's blower motor and system board were replaced to address the issue. An error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.